Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip opened from roughly 10 degrees to roughly 100 degrees. Troubleshooting was performed, but the clip continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.